Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that when placing the biopsy needle on the driver, it was slightly hard to put on so the technologist checked the gears. When placing the needle on again it went on smoothly, but while testing the needle it "flew off the driver and split into pieces." No injury reported.